Event description:
It was reported that the needle broke off at the patient's skin line and that the patient was sent to another facility to have it successfully removed. There were no additional adverse consequences reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the needle broke off at the patient's skin line and that the patient was sent to another facility to have it successfully removed. There were no additional adverse consequences reported.